Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the device in (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation does not indicate that a product failure led to the event. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Manufacturer narrative:
This case was reopened on (B)(4) 2017 to enter additional information which was received on (B)(4) 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in (B)(4) 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 46/40 code f on the right side on (B)(6) 2006. The patient was revised on (B)(6) 2011 due to wear and pseudotumor.

Event description:
It is reported that cup moved to a vertical position, may be due to fracture of acetabulum during impaction. Cup had edge loading, creating more ion release from wear.